Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the motor was defective, rough running and seized. The engine with intermittent block and non-typical noise due to parts damaged from normal wear after a long period of use, 6 years without replacement and continuous contact with liquid residues (water, serum, and blood). The electrical engine, control unit, bearings and sealing rings are damaged. The engine was updated, various parts replaced, general cleaning and lubrication performed to repair device and return to customer on (B)(4) 2013. The complaint is indeterminate. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.

Event description:
Customer reported device was blocked and noisy. This is report 1 of 1 for #(B)(4).